Event description:
During service by baxter, the infusion pump was found to contain an inoperative stop key on the channel b pumphead module keypad. No patient injury or medical intervention had been reported related to the device. The user interface module master software is unremediated version 5.04.00.

Manufacturer narrative:
Evaluation summary: during service by baxter, the technician found that the pump contained an inoperable stop key on the channel b pumphead module. The channel b pumphead module keypad was replaced to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated.